Event description:
A male with another MFR's aaa graft placed several years previously, underwent type ia endoleak repair in 2006. The patient's anatomy was so tortuous and tight that the contra limb could not be advanced, so the pt was converted to aorto-uni-iliac. During the patient's routine 6-month checkup, the sac had continued to grow and a type ib distal endoleak was discovered. The patient's hypogastric was coil embolized and two iliac leg grafts placed to land distal to the hypogastric as well as a dissection in the external iliac that was discovered. This procedure was in 2008. Pt is doing fine.

Manufacturer narrative:
Event eval: still under investigation.